Event description:
A medtronic rep reported that while in a procedure, the legacy driver tip twisted. It was not broken, however, the tip is malformed. I3-s1 it bent on a 7.5x40 screw. The case was completed with the driver. There was no harm to the pt.

Manufacturer narrative:
Replacement part shipped (B)(6) 2012. RMA issued. The instrument tip is not twisted, as reported. There is only slight wear showing up around the edges of the tip, however, it is not rounded out. The instrument is found to be functional.